Manufacturer narrative:
The device history records were reviewed and confirmed the lot met all release criteria. To date, the device has not yet been returned for eval. The investigation is currently underway.

Event description:
It was reported that a pta balloon ruptured while being used for angioplasty in the iliac artery and upon removing catheter a 6 cm long section of balloon/catheter remained in the artery. The detached section was retrieved with a snare after a larger 7f sheath was placed. However, vessel damage was detected. A two inch incision was made and the iliac artery was surgically repaired. The pt was hospitalized overnight for monitoring.